Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device stuck in lesion occurred. A 4.00 x 16 mm promus elite was selected for use. During insertion, the stent became caught in the tuohy of the inflation device. Four attempts were made to deliver the stent to the site of the lesion with no success. Per the operating physician, the end of the stent may have become lodged in some calcium inside the vessel. The stent was removed and the procedure was completed with an alternate device. No patient complications were reported. The patient is expected to fully recover.